Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. The device was reprogrammed to resolve the event and the patient was in stable condition.